Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported by critical care nurses in an online survey that a nurse stated that the patient experienced other associated adverse events, localized skin effects thermal dermatitis, hydrogel related skin irritation, pressure related injuries. Skin irritation, skin tears under pads. Patient shivering, and the medical intervention was medication administration increased sedation, bair hugger placed on top of patient while cooling, magnesium administration. While using arctic sun 5000 with pads small (s). The patient did have diabetes, peripheral vascular disease or poor nutritional status. The patient was on steroids or high dose vasopressor therapy.